Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation and reprogramming was unable to resolve the issue. Diagnostics revealed low impedances. In addition, the patient recharges her ipg several times a week and x-rays did not show any anomalies. The patient reports she experiences jolts of stimulation but not constant stimulation. Surgical intervention is pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the leads (reference MFR. Report: 1627487-2015-08293_001) which resolved the issue.

Manufacturer narrative:
(B)(4). Correction/removal numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.